Event description:
It was reported that this implantable lead was part of the system revision due to infection. Reportedly, the patient had fluid discharge and went to the hospital for wound debridement. The physician noted redness and skin tissue irritation then also found out that had a suture abscess. The physician cleaned the pocket area and put a wound vacuum to close the incision. No adverse patient effects were reported. The implantable lead remains in service.

Manufacturer narrative:
This supplemental report is being filed to correct the a6: race and h11: additional MFR narrative.

Event description:
It was reported that this implantable lead was part of the system revision due to infection. Reportedly, the patient had fluid discharge and went to the hospital for wound debridement. The physician noted redness and skin tissue irritation then also found out that had a suture abscess. The physician cleaned the pocket area and put a wound vacuum to close the incision. No adverse patient effects were reported. The implantable lead remains in service.